Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). United reported was not returned to any of our facility for further evaluation of the issue, therefore, issue reported could not be confirm.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: a 12 milliliter (ml) monoject syringe filled with the medication gentamycin was placed into the pump, and then the correct dose and volume of 8ml was identified via the nicu library. However, when the syringe pump alarmed complete, the nurse discovered almost 1ml remaining in the syringe. No adverse patient effects were reported as a result of this event.